Manufacturer narrative:
The investigation into the leak at the yellow luer and the pump stop has been completed. The device nor the data logs were returned for evaluation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The cause of the pump stop was most likely blood ingress as a result of high purge pressure. The instruction for use for the related event indicates :¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, the pump developed a leak at the yellow luer after the purge solution was changed to sodium bicarbonate. A purge bypass was performed and the purge pressure and flows normalized. A few days later, the purge flows dropped which led to an pump stop. The pump was successfully explanted. There was no patient harm reported.